Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was reported to be either due to the doctor not wearing a mask while performing an unrelated procedure or the patient not following appropriate aseptic technique; however neither of these was medically confirmed. The patient was not hospitalized for the peritonitis. It was reported that the peritonitis was manifested by cloudy effluent. On the same day as the diagnosis of the event, the patient was treated with fortaz intraperitoneally (dose and frequency not reported) and vancomycin intraperitoneally (for 14 days, dose not reported) for the event. Fortaz was discontinued five days after starting antibiotic therapy. It was reported that the patient was started on ancef intraperitoneally (for 14 days, dose not reported). At the time of this report, antibiotic therapy was ongoing and the patient was reported to be recovering from the peritonitis event. Pd therapy was ongoing. Additional information was requested but is not available. This is report 1 of 4 involved in this event.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter transfer set. Should additional relevant information become available, a supplemental report will be submitted. This report involves the same patient as in (B)(4).